Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse walked the customer through checking universal surgical manipulator 3 (usm). The customer confirmed that leds on usm 3 were blue. The customer was able to manipulate the usm at different clutch points and move the usm in a range of motion. The customer mentioned that the site was not comfortable with using the system going forward until the system was inspected. Based on the field evaluation, this reported event was not confirmed. The isi fse tested the system and no failures were found. The customer was able to proceed with the cases. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was in the process of undocking and the universal surgical manipulator (usm) 3 was not docked while on the phone with intuitive surgical, inc. (Isi) technical support engineer (tse). No troubleshooting was performed, the customer said the site was going to end the case and wake up the patient. No other details were given as the customer was told to hang up the phone by the other staff. The procedure was aborted with no reported injury.